Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer called the technical service engineer (tse) and stated that the scope was rotating back on its own. Prior to calling in, the customer moved to a second endoscope, but the issue returned. The tse recommended that the customer remove the scope, clear guided tool change, and rotate the scope until the correct orientation was on the screen. The customer elected to continue with the procedure without performing those steps. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope rotated on its own, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found no issue with the customer endoscope or the universal surgical manipulators (usm) during troubleshooting. The customer might have been rotating the camera all the way to the end of its range and it pushed back. The fse informed the customer to watch camera range when rotating to not be at the end to prevent it from twisting back. The system was verified and ready for use.